Event description:
The customer reported the system would not boot. No patient injury was reported.

Manufacturer narrative:
A ge representative has not yet reported on evaluation of the system. (B) (4).